Event description:
The customer reported erroneous (low platelet count) test results were obtained for one pt sample when using the coulter ac t diff analyzer. There was instrument generated messages with the test result. The customer did not rerun the sample nor did they perform a platelet estimate or manual platelet estimate or manual platelet count. The sample was sent to a reference laboratory to be rerun and these results are unavailable. No erroneous results were reported outside the laboratory. No reports of death or serious injury, and no affect to pt treatment as a result of this event.

Manufacturer narrative:
Samples were not rerun back to the last accurate acceptable control run. Controls are run daily and were within acceptable limits. Controls were run before and after this incident and recovered within assay limits. The instrument is currently performing within qc specifications with respect to controls (accuracy) and reproducibility (precision). The field service engineer (fse) determined that the issue was due to electronic interference. The fse instructed the customer to reposition the printer and phone power cord as stated in the product labeling. Repairs per established procedures were verified and results meet published performance specifications. The root cause for the reported issue was electronic interference from the printer proximity. This reportable event was identified during a retrospective review conducted between january 1, 2008 and october 23, 2010 of complaints for add'l reportable events.